Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 123mcg/ml; intrathecal clonidine 344mcg/ml; intrathecal bupivacaine 14.8mcg/ml; intrathecal dilaudid 2.0mg/ml; doses unknown. The patient had been in pain for over a week and it hurt to turn her body. She had some pain all the time. It was unknown what baclofen dose the patient was being treated with, but the drug was not lioresal. Additional information was received from a consumer. The patient was in the hospital over labor day in (B)(6) 2015. The patient was hospitalized due to a major flare up of rsd in the legs. The patient was not getting medication down to her legs. The patient was given an epidural. Patient outcome was unavailable at the time of the report. Follow-up is being conducted to obtain all information relevant to the event. A consumer later reported that they believed they needed to change the tube which was turning the whole pump upside down so the catheter was pointing down. During the week and a half hospital stay an epidural was performed to keep the patient's legs numb; however this didn't work. No medications were given into the pump and the patient couldn't feel the medications. It was further noted that their leg became so swollen the physician thought the leg could "pop"; the patient had "fluid pockets". A spinal cord surgery to shorten the "leads" was performed. In addition the pump was turned upside down so the catheter was now facing down towards the legs. The issue had not resolved as the patient was still not feeling the medications. It was thought the issue could be something simple as adjusting all the medications.